Event description:
Information received by medtronic stated that the cracked in back of insulin pump. Their was no physical damage to retainer ring. No harm was required during medical intervention. The device was returned for analysis.

Manufacturer narrative:
(B)(4). Pump passed displacement test, however, failed self-test due to broken/bleeding lcd glass. The p-cap locks properly into the reservoir compartment. The following were noted during visual inspection: pillowing keypad overlay, cracked keypad overlay, keypad overlay texture damage, label damage(end cap address label fading), cracked glass and bleeding. Pump was cut open to perform visual inspection and found evidence of physical damage¿on the lcd screen and moisture damage on electronic stack. Missing segments was confirmed due to cracked and bleeding lcd glass. Moisture damage on electronic stack was confirmed. Cosmetic damage was not confirmed at the back of the pump, however, other cosmetic damage was noted. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the ngp insulin infusion pump, which is marketed in the united states.